Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the programming was correct on the insulin pump. The customer stated that part of the insulin pump's display was black. The customer was advised to revert to a backup plan of manual injections to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.